Manufacturer narrative:
Additional information was received on october 5, 2020. In addition to the capsular contracture reported initially, it was also indicated that the patient was experiencing some unexplained systemic symptoms post procedure. Puffiness and fatigue were noted. The contralateral prosthesis is being reported under 1645337-2020-13379. Reason for device explant and/or reoperation: capsular contracture/generalized illness. H6 patient code 3191: medical device removal/generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female who underwent primary breast augmentation with a 400cc mentor memorygel breast implant experienced right sided baker grade iii/IV capsular contracture accompanied by pain post procedure. The capsular contracture was diagnosed through a physical examination. The patient was treated with accolate unsuccessfully. As a result, bilateral prosthesis replacement with 275cc mentor memorygel breast implants was performed on (B)(6) 2020.